Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a chinese female patient of unknown age. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via reusable pen (humapen ergo teal/clear) dosage regimen unknown; beginning approximately in 2006, for treatment of diabetes. On an unspecified date, she was hospitalized for several times to regulate blood glucose and dosage. By (B)(6) 2016, her dosage regimen was 20 at morning and 14 at evening subcutaneously). In 2014, she developed arthritis, so she went to see the physician and an unspecified oral medicine was prescribed to treat it . On an unspecified date, the humapen ergo cap was broken and it was replaced by a new cap; however, the injection pen button was hard to press during insulin injection ((B)(4)/lot 0310a03). Information regarding corrective and outcome of the events were not provided. Human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen ergo was the patient and her training status was not provided. The general duration of use of the humapen ergo model was approximately ten years; beginning in 2006 and the suspect humapen ergo duration of use was not provided. The device was returned on 25jul2016. The reporting consumer did not know if the event of blood glucose abnormal and arthritis were related to human insulin isophane suspension 70%/human insulin 30% treatment or device. Update the narrative edit 25jul2016. Case was opened to enter the european/canadian device fields and medwatch device fields for device mailing. No new information. Update 02aug2016: additional information received on 25jul2016 updated the device from an unknown humapen to a humapen ergo; added the return date of the device; updated the improper use and storage to yes; updated the european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 19aug2016 in describe event or problem. No further follow up is planned. Evaluation summary a female patient reported that the injection button on her humapen ergo device was difficult to press down. She experienced abnormal blood glucose. Investigation of the returned device (batch (B)(4), manufactured october 2003) found the device was broken in the middle of the body. The injection screw was also broken. No additional function testing could be performed because of the damage. Malfunction confirmed. The patient used the device for approximately ten years. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The device was used the device beyond its approved use life. It is unknown if this is relevant to the complaint increased blood glucose levels.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from initial reporter, concerned a (B)(6) female patient. Medical history was not provided. Concomitant medications included unspecified hypotensive and cerebral infarction medications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30) from a cartridge via reusable pen (humapen ergo teal/clear), exact dosage regimen was unknown (reported as she administered a total of 20 units in one day); beginning approximately in 2006 for treatment of diabetes. Since an unspecified date, she was hospitalized several times to regulate blood glucose and dosage. In 2014, she developed arthritis, so she went to see the physician and an unspecified oral medicine was prescribed to treat it. On an unspecified date, the humapen ergo cap was broken and it was replaced by a new cap; however, the injection pen button was hard to press during insulin injection ((B)(4)/lot 0310a03). By (B)(6) 2016, her dosage regimen was 20 at morning and 14 at evening subcutaneously (no units reported). Her fasting blood glucose was 7-8 and her postprandial blood glucose was 9-10 (units were not provided). The final diagnosis for these blood glucose levels was diabetes. On an unknown date, her fasting blood glucose was 8-9 (units were not provided). Sometime, she was hospitalized due to diabetes and cataract, but she did not have a cataract operation because she was too old. As of (B)(6) 2016, the outcome of the events was unknown. Information regarding corrective treatments, hospitalization dates and additional laboratory tests were not provided. Human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen ergo was the patient and her training status was not provided. The general duration of use of the humapen ergo model was approximately ten years; beginning in 2006 and the suspect humapen ergo duration of use was not provided. The action taken of the suspect humapen ergo was unknown. The device was returned on 25-jul-2016. The reporting consumer did not know if the event of blood glucose abnormal and arthritis were related to human insulin isophane suspension 70%/human insulin 30% treatment or the humapen ergo and did not provide an assessment of relatedness between the remaining events. Update the narrative edit 25jul2016. Case was opened to enter the european/canadian device fields and medwatch device fields for device mailing. No new information. Update 02aug2016: additional information received on 25jul2016 updated the device from an unknown humapen to a humapen ergo; added the return date of the device; updated the improper use and storage to yes; updated the european and canadian required device reporting elements; and updated the narrative. Update 08-aug-2016: additional information received on 03-aug-2016 from initial reporter. Added the serious events of diabetes and cataract. Added the non-serious event of blood glucose increased. Added one lab test. Upon internal review, another lab test was added and amended the action taken. Updated narrative with new information. Update 15-aug-2016: information received from the rcp on 20-jul-2016. Product complaint reference number ((B)(4)) was received; this was previously processed. Updated preliminary comment of suspect humapen ergo. Attached cire report. No adverse event information was received and no additional changes were performed. Edit 16-aug-2016: added blood glucose increased event relatedness in car statement; therefore as determined causality of the event was changed from not reported to no. No additional changes were performed. Update 19aug2016: additional information received on 19aug2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the malfunction field to yes/not cirm/ updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 08-sep-2016: additional information received on 02-sep-2016 from the initial reporter. Added age of patient and fasting and postprandial levels in lab data. Description as reported of diabetes event was updated. Narrative was updated with new information and concomitant medications.